Event description:
A pt reported experiencing inaccurate erratic results with an otbe meter. The pt's blood glucose results were 71, 103 mg/dl. Tests were done within 10 minutes with a difference of 28mg/dl. Pt did not experience any adverse events. No further info has been reported. Note: customers meter also had an "neb" message reported.